Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2006. Post-operatively, the pt experienced erosion, dyspareunia, and voiding dysfunction. An excision of the device, a uterosacral ligament vesicovaginal space repair, an anterior repair and a urethrolysis procedure was performed on an unknown date. The pt's current status is improved.

Manufacturer narrative:
Mess erosion occurred - voiding dysfunction occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.